Event description:
The customer reportedly received the following results on the accu-chek aviva system within 10 minutes; 589 mg/dl, 231 mg/dl and 289 mg/dl results. No reported actions taken or treatment rendered. No adverse event reported. New system sent to customer and return requested.